Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 403, 475, 281, 122 mg/dl. The customer reported that they had taken short acting insulin but, not long lasting. The customer troubleshooting was performed for high blood glucose. The drive support was appeared normal. The customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. The insulin pump and sensor will not be returned for analysis.

Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test, excessive no delivery test and delivery accuracy test. The test minilink transmitter with the glucose sensor simulator and the test blood glucose meter communicates properly to the device. (B)(4).